Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 14f foley was placed, and the 10 ml balloon was inflated, once the balloon was inflated, urine was leaking out around the catheter when it was being collected in the bag.

Manufacturer narrative:
The reported event was unconfirmed, as the product meets specifications. An amber lubricath catheter was returned without its original packaging. The balloon appeared to be discolored. The catheter was inflated with 10ccs of water with no issues. The balloon diameter and length was measured .the catheter was then deflated with no issues. A green connector was attached to the funnel. The catheter's tip was placed into the in house bag filled with water to check if there was leaking at the connection point between the catheter funnel and green connector. Water was seen flowing out of the connector with no issues. As no leaking was found or a balloon asymmetry was found , there does not appear to be a relationship between the device and the reported event. Based on the event it appears that the device was used for treatment. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe: in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 14f foley was placed, and the 10ml balloon was inflated, once the balloon was inflated, urine was leaking out around the catheter when it was being collected in the bag.